Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment and the middle printed circuit board of the device. The customer reported does not function was confirmed during testing, the device did not power on. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during routine testing at the user facility the device "doesn't function." No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.